Event description:
Allergan received notification from a hospital regarding a patient who required hospitalization for a corneal abscess while using complete comfort plus solution. The hospital analyzed the product, and testing of retains from the same batch was requested. Further information has been requested.